Event description:
It was reported that two contour staplers broke on the closing handle. Surgeon experienced this when closing the device on the tissue to prepare it for stapling. After the first one broke, they opened a second. Same thing happened. Opened a third stapler to complete the procedure. First 2 staplers were not fired due to handles breaking. The surgery was delayed by an unknow amount of time. Procedure: ultra low anterior resection

Manufacturer narrative:
(B)(4). Batch # 701a48. Additional information: patient underwent post long course crt which was part of the original plan for this patient. There were no changes to the post-op care. The patient had an anastomotic leak, but I don't think it had anything to do with the contour breaking. The breakages happened before it fired. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? It was reported that the patient had an anastomotic leak. Was the leak during the initial surgery or was the leak discovered post-op? If post-op, how many days post-op was the leak? How was the leak discovered? How was the leak addressed? Was a second operated needed? If so, what was observed at the site of the leak upon re-operation? Was the 3rd stapler fired more than one time to complete the anastomosis. When was the staple retaining cap removed? What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Was the device difficult to close? Was the device closed and repositioned multiple times prior to firing? Was the device difficult to fire? Was the distal transection completed in one or multiple firings? Can more information be provided about staple form? What is the current status of the patient? Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cs40g device was received with the closing trigger broken and in the opened position, otherwise with no apparent damage. The device was received with one reload present. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The ledge of the lockout showed no indentations. The device was tested for functionality with the returned reload and using a screwdriver as a closing lever. The device fired, cut, and formed the staples as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The device lockout and the reload lockout were functional. The damage to the closing trigger may have been due to the force applied to the trigger while trying to close the device over an excess of tissue and or trying to close the device with the cartridge not fully seated. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 08/23/2022. Additional information received: "there was no reported leak or any other issues than handles snapping on 2 and having open a third which did the transaction in a single fitting. Case was an ultra-low anterior resection. " h11: corrected data = b1, b2, h1. Upon review of the information provided, it was concluded that this event does not meet the defined criteria for a reportable event, and is being considered not reportable. B1 and b2 unchecked and h1 is no longer being captured as a serious injury.